Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient experienced pain with device use, resulting in the decision to explant the device. The device was explanted (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 28, 2017.